Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, the ventilator failed a test step during testing. The device's system board, oxygen blending module board and oxygen blending module harness were replaced to address the issue.